Event description:
It was reported that while using the system 5 sagittal saw with a third party blade during a total knee arthroplasty procedure, the patient's skin burned near the cutting block. The procedure was completed successfully without any delay. The degree of the burn and medical intervention are unknown. Additional information has been requested from the user facility.

Manufacturer narrative:
Device will not be returned to the manufacturer.

Event description:
It was reported that while using the system 5 sagittal saw with a non-stryker blade during a total knee arthroplasty procedure, the patient's skin developed a very mild burned near the cutting block. The burn required no additional treatment and did not result in permanent damage. The procedure was completed successfully without any delay. No medical intervention was reported for the burn and no additional adverse consequences were reported.